Event description:
A stryker field service engineer was on site to address a product field action related to the restraint of hydraulic cables and discovered that table (B)(6) had a hydraulic cylinder leak. After further investigation, the trendelenburg cylinder was leaking from the top seal due to insufficient security of the hoses. No patients were involved, and no adverse events resulted from the malfunction.

Manufacturer narrative:
There was no this is not an implantable device and is na. Initial reporter is a company representative (advanced field service engineer), and the device was found at the facility listed. Visual examination, functional testing. Results - visual examination confirms the reported event. Functional testing confirms the reported event. Design related. Conclusion - no event occurred. CAPA (B)(4) was opened to identify and address full root cause and corrective/preventive actions.